Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified three other events. Currently it is unknown whether the device may have cause or contributed to the alleged event. It is unclear whether the patient's surgical and/or medical history may have contributed to the alleged event. The patient reportedly experienced a recurrence, which is listed as a possible adverse reaction in the product's instructions for use. The medical report notes "it appeared to be a marlex mesh that had sort of balled up and had a bunch of omentum stuck within it." However, there was no sample returned for evaluation and no lot number was provided. Based on the information provided no conclusions could be drawn. Information related to the recalled composix kugel mesh implanted on (B)(6) 2005 was reported in accordance with rae (B)(4). See MDR 1213643-2011-00734 for information related to the composix e/x mesh implanted on (B)(6) 2005. See MDR 1213643-2011-00738 for information related to the composix kugel mesh implanted on (B)(6) 2006.

Event description:
Based on a review of the medical records provided by the patient's attorney: on (B)(6) 2002 - the patient underwent repair of a paraumbilical hernia with a perfix plug. On (B)(6) 2005 - the patient underwent excision of the perfix plug, open repair of recurrent incarcerated hernia with composix kugel mesh, previous mesh noted to be "balled up". On (B)(6) 2005 - office visit, patient present with complaints of abdominal pain, no gi symptoms, small amount of tender erythema, no recurrence, no fluid collection. Patient placed on antibiotics for questionable cellulitis. On (B)(6) 2005 - the patient underwent excision of the composix kugel mesh, noted to be folded, exploratory laparotomy, lysis of adhesions, repair of recurrent ventral hernia with composix e/x mesh. On (B)(6) 2005 - office visit, the patient was doing well, developed a little bit of drainage from the wound, staples removed. On (B)(6) 2005 - office visit, patient is doing well, no complaints, incision well healed. On (B)(6) 2006 - the patient underwent laparoscopic cholecystectomy and laparoscopic repair of ventral hernia with a composix kugel mesh. On (B)(6) 2006 - the patient underwent exploratory laparotomy, excision of composix e/x and composix kugel, lysis of adhesions, debridement of inflammation, creation of ileostomy wound and closure of the wound with a non-bard mesh. On (B)(6) 2006 - the patient underwent split thickness graft on the abdomen taken from right thigh.